Event description:
It was reported that patient under went a replacement surgery for an ams 800 due to fluid loss. Device was explanted and replaced with a new ams 800. No information about the patient outcome is available at the moment. Additional information was requested and it was confirmed tandem cuff system was implanted. No further information available at the moment.